Manufacturer narrative:
The device was received not deployed. The download data shows that the pod completed both first and second priming sequences and generated an 0x40 alarm, indicating that the rotational sensor exceeded the maximum number of open counts, after completing 80 pulses. During priming, the rotational sensor failed to transition in the expected number of pulses in conjunction with a dip in pulse widths. This indicates that a drive stall occurred due to the hook talons slipping over the ratchet gear teeth. The drive stall during priming resulted in the pod failing to deliver enough pulses to align the firing flat and release bar and allow the needle mechanism to deploy as intended during second prime. The alarm and failure to detent were replicated in the rerun data. The failure to detent caused the 0x40 alarm and the reported event, however the investigation could not determine the cause of the failure to detent. During inspection of the drive mechanism, excess plastic was observed around the commutator cap, this indicated that the commutator cap was incorrectly installed. Correction - d4.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.

Manufacturer narrative:
Cloud - locked down/smartphone; lockdown. Cloud - omnipod 5 software app version; 3.1.1. Cloud - smartphone operating system; n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware; n5004l. Cloud - cgm sensor type; g7. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.